Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and passed. A review of the share logs was performed and data was found for serial number (B)(6) within the investigation window.  The allegation was confirmed. The probable cause was determined to be defective transmitter. The reported event of signal loss is reportable based on defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).